Event description:
A malfunction alarm was reported, and it was confirmed that there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump successfully, as the issue did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction reappears, which they acknowledged and understood.